Event description:
After cutting tissue during surgery, the surgeon noted a portion of the metzenbaum scissor blade broke. Surgeon did retrieve the broken portion from surgical field. No patient harm.